Event description:
It has been reported that when the nurse was unboxing the product, he noticed that there was a fiber similar to hair inside the sealed blister. Surgery completed successfully because they had another device available

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product will not be return.

Manufacturer narrative:
Investigation summary: product inquiry states the trochanteric nail kit, ti gamma3® ø11x180mm x 125° to be the subject product. No further associated products were reported. A review of the DHR revealed no discrepancies, in particular in the packaging process. The device was documented as faultless prior to distribution. The reported event could not be reproduced as the image provided within product inquiry showed a partly peeled off tyvek® lid for the reported trochanteric nail kit, ti gamma3® ø11x180mm x 125° (broken sealing) and thus, pollution in original condition could not be verified. A hair at the outside of the foam layer at the area of the originally sealed rim could be verified and should have been noticed prior to opening as it is visible through the clear blister. Due to adhesive power of the glued / sealed connection of tyvek - blister a white coloured area remains on the blister when the tyvek® lid is torn off. This white area is called crazing resp. Stress-whitening. A consistent white and not interrupted surface indicates that no sealed-in foreign material (e.g. Hair) at the sealed area of the blister rim was present. Furthermore, not enough information is available to confirm the reported case (like a photo of the unopened package). It could not be excluded that the pollution occurred at the user site. Based on the above observations the root cause could not be determined. No discrepancies were detected during risk analysis review. No non-conformity was identified.

Event description:
It has been reported that when the nurse was unboxing the product, he noticed that there was a fiber similar to hair inside the sealed blister. Surgery completed successfully because they had another device available.